Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a gastric bypass procedure, the tip on the harmonic broke off. The tip was found and removed from the patient. A new device was opened and the procedure was completed. There were no adverse consequences for the patient reported.